Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received three appropriate treatments and two non-lifevest defibrillations. The device was started up at 09:43:22 on (B)(6) 2025. At 06:43:04 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pvcs transitioning to vt @ 200 bpm. At 06:43:41, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was vt from 115-180 bpm. At 06:44:07, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm with motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion transitioning to sinus bradycardia @ 30 bpm with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 06:45:47, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was sinus rhythm @ 60 bpm. The post shock rhythm was sinus bradycardia @ 40 bpm. At 07:10:04, an arrhythmia was detected. ECG shows vt @ 190 bpm. At 07:10:35, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with pvcs/pacs and CPR/motion artifact. At 07:13:20, the patient received the second non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was vt @ 140 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm with CPR/motion artifact. The patient received a non-lifevest defibrillation 46 seconds into the detection sequence. The electrode belt was disconnected at 07:13:39 on (B)(6) 2025.